Event description:
Regulatory agency reported implant rupture. Diagnosed by mammography and MRI. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.